Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected position. The device was received in pod state 15 and delivered 1373 total pulses. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported retraction of the cannula. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin condition irritation. The exact cause of the reported skin condition irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, the cannula retracted, indicating a needle mechanism failure. The patient felt the cannula insert, but when the pod was removed the cannula was not visible. The patient's blood glucose level went up to 525 mg/dl. The pod was worn between 4 and 24 hours on the infusion site (abdomen) which had redness and blood.